Manufacturer narrative:
(B)(6). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira.

Event description:
The event was reported by a costumer from USA: "new enhanced sapphire power cord came apart. Wires separated from connector delay in therapy: unknown need for medical intervention: unknown death/serious injury: no. "